Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 48-50s mg/dl). Contact did not suspect the pump was the cause of the event; however, declined to provide further information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user for the date range provided and continuous glucose monitor was not in use. The patient regularly programs temporary basal rates for between 0% and 200%. User made bolus requests while still having insulin on board (iob) and without entering current bg level. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.